Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-13185. It was reported the patient stated her scs system is shocking her and described it felt like it was "jerking through her limbs." She also stated she had blacked out after being shocked by her scs system. At times, she stated she no longer feels stimulation. Her migraines as she describes have gotten worse. It was also reported the patient's ipg was moving around in her ipg pocket area. The patient has requested that her scs system be explanted. The patient is pending follow-up to consult with a physician.

Manufacturer narrative:
Correction/removal reporting number - 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.